Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was foreign material clogging the nozzle due to insufficient cleaning of the scope. Upon further inspection, it was observed that the suction cylinder had discoloration. It was also observed that switch 1 had a cut. It was observed that the scope connector cover and the light guide lens had a crack. It was also observed that insulation capacity could not be obtained due to a cut on the heat shrinking tube of the lock engagement lever. It was observed that the outside shield unit and the scope connector cover unit had corrosion due to water leakage. It was also observed that the plastic distal end cover had a dent, and the objective lens had a chip. Additionally, the universal cord had a wrinkle. Lastly, scratches were observed on the following unit components: switch box, flexibility adjustment ring, the grip, right and left knob, light guide cover glass, plug unit, scope connector case and on the connecting tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope instrument does not have air or water flow. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide additional information obtained from the customer. The customer confirmed that due to the issue (device doesn't insufflate) they could not complete reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the foreign matter or why the foreign material remained in the device. The root cause of the failure could not be determined. Additionally, a specific cause of the delayed procedure could not be identified from the obtained information. Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed the problem was encountered during the diagnostic colonoscopy procedure and the procedure was interrupted in order to replace the device with a similar one. The procedure was terminated with a similar device and the delay on the procedure was about 20 minutes and the problem found did not cause a clinically relevant extension of the procedure.